Event description:
An optometrist reported that a pt who had lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in the left eye, on the first day post-op. The topical steroid drops were increased.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable info becomes available. (B)(4).